Event description:
The event is reported as: the circuit melted halfway down - approx 13cm in length. The circuit was in use around 24 hours prior to discovering it was melted. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.